Manufacturer narrative:
Product evaluation: the product was returned. Damage is observed on the outside edge near the gusset area of one of the haptics. Marks are observed on the optic which are consistent with being caught in the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was crumpled with no damage to outer packaging. There was no patient contact. The procedure was completed that day. Additional information was requested.